Manufacturer narrative:
(B)(4).

Event description:
The hospital reported an issue with an mps disposable delivery set. The report stated the hospital suspected (but could not confirm) a blood-to-water leak. There were no patient complications reported as a result of the reported event. The device was returned to the manufacturer for analysis.